Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging obtaining an inaccurate low results of ¿70, 20 and 30 mg/dl¿ compared to their feelings and/or normal readings. At the time of troubleshooting, the reporter performed a control solution test and the result fell outside of the specified control solution range. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2. The lay user/patients test strips have been further evaluated by lifescan product analysis with the following findings: additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found not to be compromised during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow-up # 2 correction to information submitted previously within the narrative of follow up #1. The secondary issue observed was as follows: when test strips were tested with control solution, an error 5 was observed with no assignable cause found, not an error 4 as previously stated.

Manufacturer narrative:
Follow-up # 1, the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results greater than 50% of the mean under the lower control solution range when tested with control solution. A secondary issue was also noted; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. Additionally a tertiary issue was noted; the test strip was found to be contaminated with an unknown substance. Finally, a quaternary issue was noted; the test strips were evaluated and found to be misclassified by the meter, the meter reporting ¿blood¿ when control solution has been applied to the strip. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.